Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed with low readings and the remaining sensor passed per specification with accurate readings.

Event description:
Customer reported that the sensor was giving inaccurate readings. He stated that the sensor glucose reading was 50 mg/dl while the blood glucose reading was 100 mg/dl. He stated that the sensor glucose graph was not trending in the same direction as the blood glucose reading. Customer was following calibration protocol. Nothing further was reported.